Event description:
Device (single use preloaded sphincterotome v) utilized during endoscopic retrograde cholangiopancreatography procedure, not working properly. Device inserted through scope defective. When tech tried to use device was kinked at the tip. Device was pulled out of scope and new device had to be utilized. No patient harm noted.